Event description:
It was reported that three alerts for anti-tachycardia pacing (atp) therapy and ventricular shock therapy delivered to convert an arrhythmia were generated. Additionally, alerts for an accelerated ventricular arrhythmia episode were generated and associated with two of the therapy delivery alerts. Review of both episodes with the accelerated ventricular arrhythmia identified the rhythm accelerated from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone post-delivery of atp therapy. Occasional undersensing of fine vf was noted. Redetection occurred and a 41j shock successfully converted the rhythm in both times. The clinical observations were documented, and the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060110. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that three alerts for anti-tachycardia pacing (atp) therapy and ventricular shock therapy delivered to convert an arrhythmia were generated. Additionally, alerts for an accelerated ventricular arrhythmia episode were generated and associated with two of the therapy delivery alerts. Review of both episodes with the accelerated ventricular arrhythmia identified the rhythm accelerated from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone post-delivery of atp therapy. Occasional undersensing of fine vf was noted. Redetection occurred and a 41j shock successfully converted the rhythm in both episodes. The clinical observations were documented, and the system remains in service. No additional adverse patient effects were reported.